Manufacturer narrative:
Gender of the patient is unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site had attempted to take a spin when the site witnessed an error message on the imaging system detailing a communication error. The site clicked "okay" on the mobile view station (mvs) and tried again and were able to move on with the case. There was no delay to the procedure. No impact on patient outcome.